Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an excessive no delivery alarm on the insulin pump during bolus. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarm noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.